Event description:
It was reported by (B)(6) an onkos sales representative, that an unknown patient with an unknown eleos construct underwent revision surgery on (B)(6) 2025. The reason for the revision was not confirmed. The distributor, will mcdonald, failed to respond to seven documented attempts to obtain additional information.

Manufacturer narrative:
The root cause of the adverse event was not determined.